Manufacturer narrative:
This follow-up report is being filed to relay additional information and to correct information that was reported in error on a previous medwatch. Corrected data: upon review of complaint, it was noted that the possible revision is due to unknown reasons and not for a fractured stem as was previously reported.

Event description:
It was reported that the patient underwent a shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported to date.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
It was reported that the patient underwent a shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a fractured stem; however, no revision procedure has been reported to date.